Event description:
It was reported that the customer has had high blood glucose levels (278 mg/dl). There was a leak noticed at the luer lock connection. Customer is eleven years old. He took correction boluses to stabilize his blood glucose.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Pt is (B)(6) years old.